Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks their leads migrated. They turned stimulation all the way up and didn't feel anything. As a result of the event, the patient wants to take the leads out because they aren't working. No further patient complications have been reported as a result of this event.